Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was not powering on. This was discovered before a case. When the power button was pressed, it did not illuminate blue. There was no sound coming from the computer at all. Troubleshooting were performed by the representative. He unplugged the system from the wall outlet and reconnected it. The ups made an audible click. Unplug and flipped the battery disconnect switch on, waited 10 seconds, and switch it off again. He then plugged the system back in and tried to turn the system on. Still with no success. They decided to use a different navigation device to complete the cases for the day. There was no patient present when this issue was observed. No additional information was provided.